Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that after intraocular lens (iol), the patient had foreign body sensation and hazy blurred vision. The lens was explanted and replaced with another multifocal lens within one month of the initial procedure. The clinical reason was explant was reported as mechanical complication of intraocular lens. The patient's symptoms were resolved after replacement of lens.

Manufacturer narrative:
Correction information was provided in b.7. Additional information was provide in h.3., h.6. And h.10. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company's, 16.0 diopter lens was exchanged for a company's, 17.5 diopter lens. The exchange for the same model with a 1.5 diopter difference may indicate the 17.5 diopter better met the patient's visual needs. The hcp provided information that the patient¿s issues have resolved. The manufacturer internal reference number is: (B)(4).